Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 74 mg/dl. The customer stated they blacked out after eating out. The customer does not know if the incident was caused by low blood glucose levels or low blood pressure. The customer received a threshold suspend from their insulin pump. The customer did not troubleshoot and did not send the product back for analysis.